Event description:
It was reported during the implant procedure that the first right ventricular (rv) lead with a single coil could not be placed to provide acceptable defibrillation thresholds (dfts). This rv lead was removed and replaced with a dual coil rv lead but this one as well could not be positioned to gain acceptable dfts. This lead remains in place. The next day, an additional lead was added to the system to provide another pathway for high-voltage therapy. With this lead and the previous rv lead, acceptable dfts were obtained and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).